Event description:
It was reported that post the implant procedure, the atrial lead had dislodged. The pocket was reopened and the lead was repositioned without complication. The patient was checked the following morning and the lead appeared normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).